Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the event date was reported as (B)(6) 2016; however, it is unconfirmed if the drill bit was broken on this date or if this was the date the drill bit was discovered to have broken. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the 1.5mm drill bit was discovered broken during the cleaning process. There was no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).